Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report a pod that when she placed it she noticed an increase of her bg to the 300's and when she removed the pod the cannula was bent. The caller that she would return the device involved for evaluation.